Manufacturer narrative:
Subsequent to the previous medwatch report, it was discovered that there was no complaint against the armada device. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record database review for this product was not performed since the part and lot number was not reported and the product was not returned for analysis. A similar incident review was not conducted as there were no reported device malfunction or adverse patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: required intervention removed. H6: medical device problem code 2993 removed. Health effect clinical code 2135 removed. Health effect impact code 4641 removed.

Event description:
Subsequent to the initial report, the additional information was received: the perforation was present before any armada catheter was used. There was no complaint, and no device related adverse event against an armada device. Reportedly, no further information is available. Based on this information, there is no complaint against the armada device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The two graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2021, the patient presented for a peripheral percutaneous intervention. A 4x20mm armada 35 and a 2.0x20x150cm armada otw dilatation catheter were advanced to the profunda and dilatation was performed. A left profunda perforation had been observed following. A 2.8x19mm graftmaster stent had been implanted without a device issue reported, however, the perforation had not sealed. Following, balloon dilatation was performed with multiple armada catheters. A 4.0x26mm graftmaster stent was also implanted, however the perforation did not seal. Following, balloon dilatation was performed with multiple armada catheters. The patient was taken to the operating room for further care. Per physician, the graftmaster stents did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.